Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer reporting that a v60 device had a battery failure. The unit was not in clinical use when the reported issue occurred. There was no report of patient or user harm. The philips authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp determined battery replacement was required. The asp replaced the battery and the device returned to full functionality. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.